Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. The programming changes were made. The patient did not experience any adverse consequences before, during and after the programming changes.